Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 565 mg/dl at the time of incident. The customer's blood glucose was 324 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the high blood glucose began from 150 mg/dl, 266 mg/dl and reach 577 mg/dl. The customer stated that she smelled insulin but they did not found any issues. The customer stated that there were air bubbles in the tubing. The customer performed fixed prime. The customer stated that the insulin exit at the quick release. The customer performed high pressure test and the insulin pump passed and they did not received no delivery alarm. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.